Manufacturer narrative:
The sample associated to this report is in transit for analysis. A summary of the sample analysis will be provided in a supplemental report. (B)(4).

Event description:
It was reported by a customer in japan that the broncho catheter white cuff was unable to completely deflate. The physician removed the stylet and tried a second time unsuccessfully. There was no pt involvement.